Manufacturer narrative:
Report source. Foreign: nl. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had charging problems. The ins was initially implanted on the patient's back, but there were many problems with it there. It was finally moved to the patient's belly. The rep saw the patient on (B)(6) 2022, and after one and a half hours, there were problems again. The ins was not entirely parallel to the skin, so that's where the rep thought the problem lied. It was noted that two rechargers and one patient controller were already exchanged, but there were problems again on the morning of (B)(6) 2022. A session report and data report were provided. The reports showed nothing abnormal, only that charging was indeed difficult.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via the manufacturer representative. It was reported that the patient experienced difficulty recharging and battery depletion as a result. The charge sessions took multiple hours. The charge quality displayed as "excellent" but recharging occurred slowly. The ins seemed to be non-parallel to the patient's skin. The patient was given new external equipment and this only helped for a short period of time. A data report had been downloaded and was analyzed. The issue was not resolved. The representative noted that "maybe a surgery is proposed" to improve charge quality; surgical intervention did not occur and it was unknown if surgical intervention was planned. Additional information received from a manufacturer representative. It was reported that it was unknown if the ins was confirmed to have been tilted. The patient's healthcare provider was considering a revision. Surgical intervention had not been planned/scheduled. The issue was not resolved. The result of the data report showed no ins problems. Visual inspection of the returned recharger found damage at the connection point between the cable and donut end of the device. Additional information received stated that 15-20 minutes into a charging session that increasing from 30% to 40% was quickly achieved. It was stated that ¿now and then the quality falls back to good¿ and that the signal quality was back to excellent at the time of report; they were still waiting to get to 50% at that time. The patient was experiencing difficulties with recharging the ins with a long recharge session with limited increase in recharge level. It was noted that the patient left their stimulation on during recharging session on some occasions. The patient¿s coupling levels were excellent most of the time. The levels were good ¿here and there¿ but the coupling returned to excellent by repositioning the antenna. Different body positions were tested, including the lying position which was often used by the patient while recharging, and excellent coupling could be obtained. Review of the patient¿s charging logs found that charge settings were often low and that stimulation was often high and left of; it was noted that the data strongly suggested that the long recharge sessions were as expected, considering the combination of low recharge speed and the stimulation being on while charging. It was recommended that the patient increase their charging speed and turn the stimulation off while cha rging, if medically appropriate. There remained no complications reported or anticipated. Additional information was received from the manufacturer representative (rep) reporting that the cause of the recharging difficulty was the battery was tilted. A revision was performed on 2022 (B)(6) . The recharging difficulty resolved in some degree. The battery makes good connection with the recharging pad. But the combination of very high amplitude usage and inability to use higher charging speeds (3-4); still makes the recharging very difficult. With the following device settings, 3.8ma 500us/500hz on three cathodes with an average impedance of 900-1000, it was thought that the battery does not last 24 hours with these setting. The patient cannot recharge the battery on speed 3 or 4, because skin gets too hot. But with lower speeds it takes too long. Additional information was received from the rep. It was reported that during the (B)(6) 2022 revision, the ins was placed in a new pocket parallel to the skin. They were looking into a solution for the patient to cool the recharge pad or advise to lower the stimulation settings.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the ins was implanted on (B)(6) 2018, and the problem first began on (B)(6) 2022. The revision occurred on (B)(6) 2019 where they replaced the ins from the back to the abdomen. The recharger kit was replaced and they did training for the patient. The cause of the ins being not quite parallel to the skin was a tilting ins in soft tissue. It was noted that this information was confirmed with the physician/account.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that dtm endurance was programmed and gave sufficient pain reduction.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that a more energy efficient program was found. However, according to the patient, the charging was still not good. At the outpatient clinic it was possible to charge the ins from 20 to 40% in 14 minutes on charging speed 2. After 14-20 minutes, the patient experienced a lot of heat at the battery and the antenna disc. The rep did not feel any warmth/heating on the antenna disc itself. The mdt data report showed that the battery was regularly depleted and that the ins was never charged over 25% in the last 10 charging sessions. The coupling between the recharger and ins was poor. The device time deviates by more than 90 minutes. The patient occasionally receives effective therapy; 60% pain reduction. After 14-20 minutes of charging, on charging speed 2, the patient thought it was getting too hot on the inside near the battery and on the skin. Skin still felt cool, so it was a feeling. Everything has already been tried, belt was often not an improvement. Charging speed 1 takes even longer. It was thought that the patient was not sitting quietly enough at home. Nothing to see on the pocket. No heat felt either. It was further stated that the system was technically fine. The patient turns off therapy due to high power consumption/not being able to recharge due to complaints at higher charging rates. Integrity of the leads has nothing wrong with it.

Manufacturer narrative:
Continuation of d10: product type: recharger, product ID 97755. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.